Manufacturer narrative:
The biomedical engineer reported that when they were viewing the host 1k server window, they noticed that there was an unknown message displayed on the host 1k server "master and time synch is off" and that the time for the devices was incorrect. Additional impact was that the hl7 server could not send vitals back to the emr. Also, all telemetry transmitters on multiple floors when monitored at the central nurse's station (cns), were seen as "communication loss" in the telemetry room. No patient harm was reported.

Event description:
The biomedical engineer reported that when they were viewing the host 1k server window, they noticed that there was an unknown message displayed on the host 1k server "master and time synch is off" and that the time for the devices was incorrect. Additional impact was that the hl7 server could not send vitals back to the emr. Also, all telemetry transmitters on multiple floors when monitored at the central nurse's station (cns), were seen as "communication loss" in the telemetry room. No patient harm was reported.